Event description:
It was reported that the lead dislodged one day post implant. The origional implant was difficult and repositioning was unsuccessful due to the patient's anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.